Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the air was leaked from the foley catheter balloon.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. Based on the video attached, there was a leak observed on the sac body of catheter that the failure might be occurred from the pinhole or tear. However, due to only video provided for investigation, the functional testing could not be performed and the exact cause on how and when problem occurred could not be determined. This complaint is confirmed with unknown cause. A potential root cause for this failure could be, "imperfection in balloon due to process". The DHR review could not be performed without a lot number. Based on the results of the investigation no additional action is required at this time. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. Correction: g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the air was leaked from the foley catheter balloon.